Manufacturer narrative:
Customers and retailers have been informed through the adc fa16may2006 letter. The meter has been confirmed to exhibit the memory overwrite malfunction.

Event description:
Customer reported receiving imprecise readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of 452 mg/dl and 89 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Upon product investigation, it was discovered the meter also exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.